Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was able to power on with no issues. The prime sequence was successfully completed. The pump was exercised for 24 hours with no issues. The pump was found to be delivering boluses accurately with no issues or discrepancies. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a day in the pump history that was missing bolus totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.